Event description:
It was reported that during a thyroidectomy procedure, the tip of the shears broke down. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.